Manufacturer narrative:
As the bone cement surrounding the event has not been returned and the trace code has not been supplied, a conclusive investigation into the cause of the event can not be carried out. As previously stated, simplex p bone cement should not be considered an adhesive product because a mechanical interlock is required to ensure component stability/ fixation.

Event description:
Revision surgery revealed lossening of the tibial component and no cement adherence.